Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the original complaint could not be duplicated. The pump history showed that the last basal delivery and bolus were on (B)(6) 2014. There was an unexplained loss of prime on (B)(6) 2014 at 08:42 that resumed when the pump was primed at 09:03. The total daily doses correctly added up and reflected the user¿s programmed basal rate. Typical usage was observed in the alarm history. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date the patient had experienced a blood glucose (bg) of 550 mg/dl associated with an alleged inaccurate delivery issue that began on (B)(6) 2014. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to delivery one unit via air bolus while on the phone with cts and it did record correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia based on an alleged inaccurate delivery of insulin.